Manufacturer narrative:
On (B)(6) 2010, a representative from (B)(6) and (B)(6) hospital contacted (B)(6) service department, they reported possible contamination with (B)(6) with two endoscope preprocessors. The (B)(4) recommended the facility stop using both machines until the tests are confirmed. Several attempts were made for the test results, no test results received from the user facility as of (B)(6) 2010 results - exposure of (B)(6) to the aer's, the machine functioned as intended.

Event description:
On (B)(6) 2010 a representative from (B)(4) and the user facility called stating that their endoscope reprocessors (B)(4) may have been contaminated with (B)(6) disease. The scope was reprocessed on (B)(6) 2010.